Event description:
It was reported to boston scientific corporation that a pinnacle anterior - apical pelvic floor repair kit device was implanted into the patient during a tot halo sling + rectocele repair with pinnacle mesh + bilateral sacrospinous vaginal vault suspension + cystourethroscopy for the treatment of female stress urinary incontinence, stage 3 rectocele, inadequate rectovaginal fascia and stage 2 vaginal vault prolapse. The patient tolerated the procedure well with no complications. She went to recovery room awake, alert and in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.